Manufacturer narrative:
Device is a combination product. Date of death and date of event were estimated based on aware date since the date of death was unknown.

Event description:
It was reported that the patient died. In (B)(6) 2018, the patient was implanted with 2.25x20mm and 4.00x20mm promus element drug-eluting stents. In (B)(6) 2020, during follow up, it was found that on an unknown date the patient had died. The hospital expert evaluation team analyzed that the cause of death was cardiac rupture and acute cardiac tamponade. The patient's cardiac rupture was likely due to the complications of acute myocardial infarction of coronary heart disease.